Manufacturer narrative:
Manufacturing review: the device history record review could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately one week post filter deployment, computed tomography revealed positive for thromboembolism in the right upper lobe lobar, segmental and subsegmental arteries and left upper lobe segmental and subsegmental arteries. Approximately four days later, abdominal radiograph revealed inferior vena cava filter was spanning l1-l2 vertebral bodies. Inferior vena cava filter was noted overlying the mid abdomen. Approximately three years later, filter retrieval was scheduled. Through an exchange catheter, a 5 french pigtail catheter was advanced into the left common iliac vein, inferior vena cavography was performed in the pa projection which showed that there was clot in the filter and chronic-appearing clot near the confluence of the inferior vena cava. The central inferior vena cava was narrowed around the filter apex. Based on the results, retrieval procedure was terminated. There were no device deficiencies identified within the medical records. Therefore, the investigation is inconclusive as no objective evidence has been provided to confirm any alleged deficiency with the filter. Additionally, it can be confirmed that the patient experienced pulmonary embolism post deployment. However, the relationship to the filter is unknown. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis. Approximately one week post filter deployment, the patient was diagnosed with pulmonary embolism. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.